Event description:
The customer obtained five non-reproducible, higher than expected vitros tropi es results from four different patient samples and a single non-vitros biorad quality control fluid using two different vitros tropi es reagent lots on a vitros eci immunodiagnostic system. Vitros tropi es reagent lot 1680: patient 1: 0.072 ng/ml vs. The expected result of <0.012 ng/ml, patient 2: 0.216 ng/ml vs. The expected result of <0.012 ng/ml; vitros tropi es reagent lot 1720: patient 3: 0.100 ng/ml vs. The expected result of <0.012 ng/ml, patient 4: 0.062 ng/ml vs. The expected result of 0.029 ng/ml, biorad l1: 0.116 ng/ml vs. The expected result of 0.031 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory, and no allegations of patient harm were made as a result of the events. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from four different patient samples and a single non-vitros biorad quality control fluid using two different vitros tropi es reagent lots on a vitros eci immunodiagnostic system. The definitive assignable cause could not be determined. The investigation was able to rule out an instrument issue as a possible contributing factor. There is no indication of a performance issue with vitros tropi es lot 1680; however, an unknown performance issue with vitros tropi es lot 1720 cannot be ruled out. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor.